Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
The customer reported that while in use on a patient, the ventilator showed a replace oxygen sensor alarm. The ventilator was removed from the patient. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.